Manufacturer narrative:
(B)(6).

Event description:
The customer reported that after they got the device back from the bench, the error message "loudspeaker error" has been displayed since. Upon initial operation of the device, it immediately displays the loudspeaker error and no sound can be heard. There was no report of a patient/user harm.